Event description:
It was reported that 4 syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9196549 verbatim: stated, shield is difficult to remove stated, when she pulled hard on shield, needle and hub are now stuck inside shield 4 syringes affected date of event: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc syringes. Customer states that the shield is difficult to remove and when shield was pulled on hard, the needle hub separated into shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9196549. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air jet that kicks bad part off was out of alignment. Corrective action: l2l dispatch #75128 was created to adjust the air jet. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringes 0.5ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9196549. Verbatim: stated, shield is difficult to remove. Stated, when she pulled hard on shield, needle and hub are now stuck inside shield 4 syringes affected. Date of event: unknown.